Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus. Concurrent conditions included weight normal, dysuria, chills, joint pain, premenopause, hot flashes, adenomyosis, psoriasis, rectal bleeding, hemorrhoids, bacterial vaginosis, vaginal odor and ovarian cyst. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain ("chronic abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder and weight decreased had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, vaginal infection, bladder/urinary problems, weight loss, autoimmune. Current weight 150 lbs. Training coils: left 2 right; 5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Lot number: 959209, manufacturing date: 2012-03, expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 959209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lupus erythematosus. Concurrent conditions included weight normal, dysuria, chills, joint pain, premenopause, hot flashes, adenomyosis, psoriasis, rectal bleeding, hemorrhoids, bacterial vaginosis, vaginal odor and ovarian cyst. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), abdominal pain ("chronic abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder and weight decreased had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, vaginal infection, bladder/urinary problems, weight loss, autoimmune. Current weight 150 lbs. Training coils: left 2 right; 5 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal), menorrhagia, mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping). Previously added event psychological or psychiatric problems update to depression. Concomitant drugs, concomitant conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder and weight decreased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for chronic pelvic pain /abdominal pain, general abnormal bleeding, vaginal infection, bladder/urinary problems, weight loss, autoimmune. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics updated and laboratory test were added. Updated essure indication. On (B)(6) 2016, she explanted essure. Injury event was replaced with chronic pelvic pain /abdominal pain, general abnormal bleeding, psych injury, vaginal infection, bladder/urinary problems, weight loss, autoimmune. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.